Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis with culture unknown in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis which was caused by her cat chewing through the drain line. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was discharged on (B)(6) 2012. The patient is recovering. Treatment was not reported. Received follow up information from global pharmacovigilance: on (B)(6) 2012, the peritoneal dialysis nurse (pdrn) was contacted by global pharmacovigilance. The pdrn reported that on (B)(6) 2012 the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital and was transferred to a nursing home and remained there. The pdrn clarified the cause of peritonitis was a break in aseptic technique. The pdrn believed that the patient's cat chewed through the patient line and not the drain line. The patient was retrained on proper aseptic technique. The patient has recovered from the peritonitis. Pd therapy is ongoing. Peritonitis was not related to dianeal solution, baxter devices or disposable products. No further information was given at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Complaint is confirmed because nurse reported break in aseptic technique by patient described as patient's cat chewed through the patient line. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.